Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: under inspection, when hospital staff attempted to check the operation of this c1 after patient use, the screen remained dark and the alarm continued to sound. Local staff intend to repair this c1. No patient involvement.

Event description:
The following was reported to hamilton medical ag: under inspection, when hospital staff attempted to check the operation of this c1 after patient use, the screen remained dark and the alarm continued to sound. Local staff intend to repair this c1. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-c1; version / model / catalog number: 161003) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.